Event description:
The customer reported that the end of the tube that connects to the infusion set clicker became disconnected from the tube, and it was leaking under his bed. He stated that this has happened four times. The customer's blood glucose was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).